Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The device was released meeting all qa specifications.

Event description:
It was reported that on december 4th, a physician performed a myosure procedure first on a patient, then attempted to perform a uterine ablation using a novasure device, but the cavity initial assessment alarm went off alerting of loss of pressure, he changed the disposable an obtained the same alarm prompting the physician to perform a hysteroscopy observing a perforation on the uterus. He aborted the novasure procedure without making any ablation. No other information available.